Event description:
Waffle cushion deflated while patient was using cushion in chair. The chair cushion was utilized for pressure reduction for skin care. If this product is deflated, it increases the risk for hospital acquired pressure injures. Manufacturer response for pressure reduction cushion, static air seat cushion (per site reporter). Equipment failure reported to representative. Equipment returned five days later with mailing label provided by manufacturer fedex tracking number.